Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. This batch has no associated complaints.

Event description:
It was reported that during a pci procedure involving a calcified, 99% stenotic lesion located in the left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured under 10 atm on the initial inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."